Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the interstim was found to be on, but the settings were scrambled which resulted in the loss of effect. The patient stated that it appeared to be unrelated to the charging of the scs device unless it created an electromagnetic field. The issue was resolved when the patient had the settings reconfigured at their healthcare professional's office.

Manufacturer narrative:
Concomitant medical devices: product ID :3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A patient indicated for urinary dysfunction and gastrointestinal/pelvic floor reported their interstim implantable neurostimulator (ins) would "deactivate" or turn off when they were charging their spinal cord stimulator (scs). The patient experienced a return of symptoms after one instance in (B)(6) 2015. The patient turned the ins back on and increased stimulation. This helped to resolve the symptoms. Their symptoms returned again later in (B)(6) 2016 after recharging the scs. It was noted the patient had currently lost their interstim patient programmer so they were unable to check the ins or make adjustments. It was noted the patient's scs was reprogrammed in (B)(6) 2015 to hd settings, which helped the recharge interval compared to initial implant settings. No further information regarding the outcome of the event was provided. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.